Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device "could not be used completely after it was used for two years" (unspecified malfunction). The patient experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old female patient of (B)(6) nationality. Medical history included hypertension and her brother had diabetes. Concomitant medications included acarbose for type 2 diabetes mellitus. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25, 100u/ml) from cartridge via reusable device (humapen ergo ii), twice daily (18 units morning and 18 units at night) subcutaneously for the treatment of type 2 diabetes mellitus from an unknown date in 2016. On an unknown date, after starting insulin lispro protamine suspension 75%/insulin lispro 25%, she had hypoglycemia. During using, she had hypoglycemia for many times and blood glucose was 3.2 or 3.9 (no units and reference ranges were provided). On an unknown date, her insulin lispro protamine suspension 75%/insulin lispro 25% therapy dose was decreased to 11 units in morning and 9 units at night due to hypoglycemia. She was hospitalized for an unspecified reason for two times. In (B)(6) 2019, she was hospitalised for the third time because of hypoglycemia (values and reference ranges were not provided). Due to hypoglycemia, her dose was again changed by following doctors advice to 12 units in morning and 10 units at night. After that, her blood glucose was high and value was 9.9. Then, her dose was changed injection dosage by following doctors advice to 15 units in morning and 14 units at night. As of (B)(6) 2019, her humapen ergo ii could not be used completely after it was used for two years (pc number (B)(4)/lot number unknown). As of (B)(6) 2019, her hypoglycemias were recovering. Information regarding corrective treatment, and outcome of the remaining event was not provided. The insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. The operator of the humapen ergo ii and her/his training status were not provided. The general humapen ergo ii model duration of use was not provided and suspect humapen ergo ii duration of use was two years. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not related the events with insulin lispro protamine suspension 75%/insulin lispro 25%treatment and did not provide a relatedness assessment for the events with the humapen ergo ii. The reporting consumer considered that the events of hypoglycemias and high blood glucose were involved in diet and sports. Update 11-apr-2019: additional information was received from initial reporter via psp on 08-apr-2019. This case was upgraded to serious due to addition of serious event of hypoglycemia. Added additional dosage regimen with updated dosage, laboratory data, non-serious event of blood glucose increased. EU/ca field was populated. Updated details of concomitant medication (dosage regimen and indication of use), insulin lispro protamine suspension 75%/insulin lispro 25% therapy details (start date and formulation), description as reported and outcome for non-serious event of hypoglycemia. Updated the causality statement and narrative with new information. Upon review of the case, action taken for insulin lispro protamine suspension 75%/insulin lispro 25% was updated to dose decreased. Edit 23apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Update 25-apr-2019: information received on 23-apr-2019 from the affiliate did not contain any significant information. The patient had been called for several times, but did not pick up the phone. No follow up has bee attempted as the reason for hospitalization has been answered in the first follow up report. Update 25apr2019: additional information received on 24apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(4) (EU/(B)(4)) device information for humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.